Event description:
It was reported that the user received a continuous glucose monitor offline alert with a libre 3 plus sensor while using the ilet, after which rescanning indicated the sensor was already activated and the ilet displayed ¿stop sensor,¿ confirming the sensor was connected and expected to resume data. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of glucose data display with user education to wait for data to populate. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed that cgm signal loss occurred but connection was subsequently recognized by the ilet, consistent with transient communication disruption. It was concluded that the event involved temporary cgm signal loss without clinical harm, and dosing was expected to resume upon data restoration.